Event description:
It was observed that during the device evaluation, the subject device exhibited image capture flooding (internal), cable flooding (internal), electrical contact corrosion, free lock lever corrosion, and scope mount corrosion. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: a damaged part of the cable stress boot on the head side and water flooded from the damaged part. The cause linked to the device but unable to trace more specifically. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.